Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead and implantable cardioverter defibrillator (ICD) exhibited increased pace lead impedance measurements. No out of range measurement observed. Likewise, far field r-waves in refractory was also observed associated with v-paced events. No noise was noted on ra lead. Attempts to seek for additional information were unsuccessful as the field representative could not provide any further detail about the event. The ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information was received stating that the varying and elevated pacing impedance measurements were still being observed nine months after the initial reported issue. The patient was brought in for testing and the increased measurements could not be duplicated. A boston scientific technical services consultant reviewed the values and confirmed there were no out of range impedance measurements and there were no stored episodes. The consultant discussed explanations and options for this patient. The system remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.